Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional- requested, not provided. Occupation- requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record, product-release judgement record, and the shipping inspection record of the involved product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the finecross mg was used during the procedure. During the procedure, the material bent unusually far into the coronary artery, causing the angioplasty guidewire to break off inside the fine cross. When the guidewire was removed, a piece of the angioplasty guidewire remained trapped in the coronary artery. They tried to de-clude the right coronary, knowing that the preliminary control of the left network found a distal lesion of the iva, which justified the placement of a new stent with a good result. Unfortunately, it was not possible to reperfuse the right coronary artery. The artery was extremely calcified, and they were forced to leave a piece of guide wire in the artery which broke during the procedure. There was harm to the patient health. The procedure outcome was not reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection of the actual sample upon received did not find any anomaly in the appearance. Magnifying inspection of the shaft did not find a kink, elongation, or similar anomaly that could cause the guidewire to be stuck in it. An attempt was made to combine the actual sample with a factory-retained guidewire (runthrough ns). The guidewire was stuck at approx. 180 mm from the distal end of the actual sample. X-ray fluoroscopic inspection of the shaft found that the area approx. 100 mm - 180 mm from the distal end had been clogged. No clogging was noted in the remainder part of the actual sample. The catheter tube was cut open from both ends, however, the area approx. 100 mm - 180 mm from the distal end was impossible to be opened due to the total clogging. Magnifying inspection of both ends of the clogged area found red substance clogging the lumen. The red substance observed in 1.5 was analyzed by ft-ir (fourier transform infrared spectrometry) and turned out to be casein (protein). From this, it was blood clots. The ft-ir measurement is a method of analyzing the spectrum obtained by irradiating infrared light on the measurement target. It was thought that blood clots had adhered to the inner surface of the actual sample and the outer surface of the concurrently used guidewire for some reason. The outer and inner diameters of the shaft of the actual sample other than the clogged section were measured and confirmed to meet the specifications. IFU states: carefully handle the product under high resolution fluoroscopy. If any resistance is felt while handling the product, immediately stop the manipulation and find out cause of the resistance to avoid damage to blood vessels and separation or breakage of the product. Based on the results of the investigation, one of the possibilities for this case is that it was caused by the following mechanism. Blood clots adhered to the inner surface of the actual sample and the outer surface of the concurrently used guidewire for some reason, causing the guidewire to become stuck to the actual sample. In the situation described above, an attempt to release the guidewire was made by pulling it. As a result, a tensile load was applied to the guidewire tip, leading to the breakage of the guidewire.